Event description:
It was reported that oversensing of noise and myopotentials, low pacing impedance, and high capture threshold were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Provocative testing was performed and myopotential oversensing could be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.